Event description:
Per complaint (B)(4), a torque driver would not disengage from a dental implant during its initial placement. The implant had to be removed. No adverse patient consequences were reported.